Manufacturer narrative:
H3, h6: the device used in treatment has been returned and evaluated, establishing a relationship with the reported event. A visual inspection reported no issues. When fresh batteries were inserted, all indicator lamps were solidly illuminated and the device did not function. Device performance data showed that the device failed due to a sudden pressure drop indicating that the device was probably disconnected from the dressing or external pressure conditions caused the device to enter non-recoverable error state. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Case (B)(4).

Event description:
It was reported that, during npwt, a pico 7 10cm x 20cm about two hours of starting the treatment all the indicator lights illuminated and the pump stopped working. The pico 7 and a personal electrocardiogram device were in a pocket together, and the doctor want to know if the issue was caused by that. The treatment was successfully completed without delay using a smith and nephew back up device. Patient was not harmed. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.